Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and (B)(6) was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 3 ml syringe needle was defective. The following information was provided by the initial reporter: material#: unknown, batch#: unknown. Verbatim: rcc received a complaint via email. Patient came in to purchase a few more syringes for his estradiol injection. He stated that some of the syringes (with the orange tip) flew off/popped off when he was injecting medication. This last time it happened, he stated he was concerned because he could not find the actual needle and he thought it went into his leg, so he went to the hospital. They did some x-rays and saw no needle, so he was relieved.